Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the controller and batteries were not returned for evaluation. Log file analysis revealed a controller power up event on (B)(6) 2020, at 10:07:42. The data point prior to the loss of power revealed that bat583928 was connected to power port one and bat304675 was connected to power port two. The data point recorded after the loss of power revealed that bat583928 was connected to power port one and bat304675 was connected to power port two. The controller was without power for 12 seconds. Log file analysis also revealed that the controller in use during the reported event contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving bat583928 and bat106510. There is no evidence that the lubrication servicing was performed on the reported devices. Logs pertaining to con306604 revealed critical battery alarms involving bat106510. The data point prior to the alarms revealed that the battery was at 24% relative state of charge (rsoc). During the critical battery alarm, the battery dropped from 24% rsoc to 5% rsoc. During this instance, the battery was not the active battery, yet still dropped capacity. Given that the capacity dropped to 5% rsoc may be indicative of an estimation error. However, analysis could not be performed since the device was not returned. As a result, the reported events were confirmed. The most likely root cause of the reported power switching event can be attributed to momentary disconnections between the controller and batteries. An internal investigation examined momentary disconnections. The most likely root cause of the critical battery alarm can be attributed to an estimation error, which resulted in the battery's capacity dropping below 10% rsoc, triggering a critical battery alarm. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one power source. Additional products: d4: serial #: (B)(6) h3: yes h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 12 d4: serial #:(B)(6) h3: yes h6: FDA method code(s):4112, 4114 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 67 d4: serial #: (B)(6) h3: yes h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 3213, 104 h6: FDA conclusion code(s): 12, 4307 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac trans plantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Additional products: brand name: heartware ventricular assist system ¿battery, model #: 1650de / catalog #: 1650de / expiration date:31-jul-2018 / serial or lot#: (B)(4) UDI #: (B)(4), device available for evaluation: no, device evaluated by MFR: no, device evaluation anticipated, but not yet begun, mfg date: 31-jul-2017, labeled for single use: no, (B)(4); brand name: heartware ventricular assist system ¿battery, model #: 1650de / catalog #: 1650de / expiration date:31-oct-2016 / serial or lot#: (B)(4) UDI #: (B)(4), device available for evaluation: no, device evaluated by MFR: no, device evaluation anticipated, but not yet begun, mfg date: 31-oct-2015, labeled for single use: no, (B)(4); brand name: heartware ventricular assist system ¿battery, model #: 1650de / catalog #: 1650de / expiration date:31-mar-2015 / serial or lot#: (B)(4) UDI #: asku, device available for evaluation: no, device evaluated by MFR: no, device evaluation anticipated, but not yet begun, mfg date: 31-mar-2014, labeled for single use: no, (B)(4). Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was power switching on the batteries. The batteries were fully charged, but when one battery was unplugged the controller would not register and the controller turned off. In addition, one of the batteries exhibited a critical battery alarm when the battery switched from 24 percent to 5 percent and then back to 24 percent. The batteries were exchanged and the controller remains in use. No patient complications have been reported as a result of this event.